Manufacturer narrative:
B3-doe: last week ( (B)(6) 2024 ). D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje. E3- occupation: purchasing coordinator. G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from multipurpose drainage catheter-needle set fractured. This failure occurred with 3-5 cook catheters over the last two weeks. It was also reported that the hub was separating from the cook catheter a few years ago. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the catheter from multipurpose drainage catheter-needle set fractured. This failure occurred with 3-5 cook catheters over the last two weeks. It was also reported that the hub was separating from the cook catheter a few years ago. The hub separations occurred over various unknown dates. All failures occurred during drainage catheter placement procedures. It was confirmed that the patients did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, instructions for use (IFU), quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. The device history record could not be reviewed as the customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Cook also reviewed product labeling: cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Evidence gathered upon review of the dmr and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: h6 - annex e & f. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 08jul2024, it was reported that hub separations occurred over various unknown dates. All failures occurred during drainage catheter placement procedures. It was confirmed that the patients did not experience any adverse effects due to this occurrence.